Event description:
It has been reported to philips that the allura system would not start up. There was no report of harm. Philips has started an investigation of this complaint

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system stopped at 00:00 and the application couldn't be started because host sw was corrupted. The fse restored the ghost image of the host pc. After which, the system was returned to use in good working order. Later, a similar issue was reported and the engineer reinstalled the software to solve the issue. The codes were updated based on the investigation outcome. The health impact code and device problem code were corrected.